Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent an unknown procedure using trochanteric fixation nail-advanced (tfna) nail and lag screw. Two (2) incorrect aiming arms were provided in the set; instead of two (2) 130 deg aiming arm, one (1) 130 deg aiming arm and one (1) 125 deg aiming arm were provided. The reason for this error was a failure to check on a virtually identical looking instrument. It compromised the operation and the end result. It was unknown if there was a surgical delay. On (B)(6) 2018, the surgeon reported that the trochanteric fixation nail-advanced (tfna) looks terrible without the aiming guide. Post-operative, the fracture collapsed into varus, possibly the lag screw must have missed in the proximal hole of the nail. The patient will get a CT-scan to confirm. Revision surgery is likely required. There was no information about the revision surgery as of this time. This (B)(4) captures the intra-operative event, while (B)(4) captures the postoperative event. This report is for one (1) 125 deg aiming arm. This is report 2 of 2 for (B)(4).

Event description:
02/18/2019: updated event description based on the additional information received on february 15, 2019. It was reported that on (B)(6) 2018, the patient underwent an unknown procedure using trochanteric fixation nail-advanced (tfna) nail and lag screw. Two (2) incorrect aiming arms were provided in the set; aiming arm 130 for static distal locking for screw and aiming arm 125° for static distal locking for screw instead of aiming arm 130° static distal locking and aiming arm 130° static distal locking. The reason for this error was a failure to check on a virtually identical looking instrument. It compromised the operation and the end result. It was unknown if there was a surgical delay. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Date on follow-up (B)(4) was reported as 2/15/2018, date should be 2/15/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.